Event description:
Site tested established pt's over six months and sees inr values of 8.0 or greater variouis times on the suspect device. Lab inr values performed are 4.04. Controls are in range. Pts are treated based on lab values.